Manufacturer narrative:
The customer reported problem was confirmed. Infusion products global customer support operations a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8100 did not turn on. Account name: (B)(6). Account #: (B)(6). Asset name: 8100bd pump module n. America v9.33.0.50. Contact: (B)(4) contact email: (B)(4) contact phone: (B)(4) patient or user involvement: no. Patient or user harm: no. (B)(4) had a lvp 8100 sn (B)(4) did not turn on when attached to pcu8015. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I recommended rich to send unit in for warranty repair. Rich will use customer portal to send unit in for warranty repair.